Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of "did not wear a mask" and peritonitis in an approximately (B)(6) male patient, coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number was not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask. On (B)(6) 2011, the patient developed peritonitis and was hospitalized that same day. On (B)(6) 2011, the patient began remedial therapy with cefepime 1gm, ip, once daily. It was not reported whether dianeal was ongoing. The outcome for the event of peritonitis was not reported. It was not reported whether the patient was retrained in aseptic technique. Concomitant medications were not reported. The baxter-employed nurse reported the peritonitis was not related to the dianeal therapy. A causality statement was not provided for the event of "did not wear a mask".